Event description:
A nurse reported that the unit was not working and a patient experienced a corneal burn during a cataract extraction procedure. Additional information provided from the surgeon indicated the burn occurred during phacoemulsification. The doctor attributes the burn to the design of the instrument.

Manufacturer narrative:
The company representative examined the system and no problem was found. The system was tested and met product specifications. No samples were returned for evaluation and no additional information was provided related to this event. A root cause has not been identified. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (B)(4).